Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: inflow graft malfunction/malposition.

Event description:
Major pump unit(s) involved: blood pump; flows down.specific component(s) involved: inflow graft malfunction/malposition.intervention(s): repositioning of cannula.type: both (in the same or visit).